Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 26f sheath and the mitraclip procedure was completed. Reportedly post procedure, a suture break occurred while advancing the knot for both devices. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier - indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.na.

Manufacturer narrative:
The device was not returned for evaluation. Sterile devices were received which were visually and functionally tested with no anomalies identified. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was used to close a puncture exceeding 24f. It should be noted that the electronic prostyle instructions for use (IFU), state: for access sites in the common femoral artery using 5f to 21f. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.